Event description:
It was reported that the pt rec'd an end of life (eol) message. A longevity calculation was performed to estimate the battery life of the ins. The longevity calculation indicated that the battery should have lasted, approx, an additional eight months. The battery only lasted two months. Impedance values could not be erased due to the eol status. It was later reported that, initially, the extensions were tested in the snap lid, to rule out a short circuit. The extensions in the snap lid were switched and then the 3 and 8 electrodes had impedance readings greater than 10,000 ohms. The pt's ins was replaced and impedances were checked again. After checking all of the reference electrodes, only electrodes 0 and 11 had impedance readings greater than 10,000 ohms. No further details, pt symptoms or outcome were provided. Additional information was requested but not rec'd at the time of this report. A f/u report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).